Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 21, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately at 12pm on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿267 mg/dl¿ on the subject meter compared to ¿107 mg/dl¿ on a contour meter, performed more than 30 minutes apart. The time difference of greater than 30 minutes between results makes this comparison invalid for the purposes of determining an inaccuracy. The patient does not administer medication to manage her diabetes. She indicated that she followed her normal diabetes management routine after obtaining the alleged inaccurate result. She reported that one hour after the alleged issue began, she developed symptoms of ¿shaky, nausea and hungry¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high result on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged inaccuracy issue began.